Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) event. The patient indicated that at noon or an unspecified time earlier on (B)(6) 2012, she suffered a low bg level of "59 mg/dl" with a symptom slight confusion. The patient was able to treat herself by eating crackers and drinking liquids. She felt fine after eating. Around 7:41 am that same day, the patient reportedly took a 1.5 unit bolus which she confirmed as being correct. She did not take a lunchtime bolus that day. Her dinnertime bg was "217 mg/dl" and her bedtime bg was "438 mg/dl." The patient admitted that it is not unusual for her bg level to drop occasionally. Through troubleshooting, the anm representative involved in this contact noted that there were no extra boluses found in the pump's history that could have caused the low bg event. No pertinent alarms were observed in the pump's alarm history. The pump's tdd added up correctly with basal and bolus amounts. The prime history revealed that the patient was changing her site every 4-5 days. The patient's last site change prior to the low bg event was 5 days earlier. The patient denied having any changes in her nutritional status or activity level. The patient was advised to consult with her health care provider (hcp) regarding possible basal rate and I:c adjustments on the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level with a symptom that can be associated with severe hypoglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no disruptions in the basal deliveries before the date of the alleged event. There were no alarms or pump conditions related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The piston cap in the cartridge compartment was noted to be missing during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4): animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.